Event description:
It was reported to philips that the system did not start up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the system did not turn on. During troubleshooting, the fse found that the system was stuck in the "booting in progress" phase. To resolve the issue, the fse reinstalled the complete system software, which successfully resolved the problem. After the software reinstallation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.